Manufacturer narrative:
Device was used for treatment, not diagnosis. The device history revcord (DHR) 357.406 - 5.0mm flexible hexagonal screwdriver - lot 6364532 - comact-081670. Greatbatch medical manufactured the 5.0mm flexible hexagonal screwdriver, part #357.406, and lot #6364532 on po #1145355 for 50 pieces delivered july 1, 2010. Initially, the part conformed to the supplier¿s certificate of conformance, dated june 29, 2010, and synthes final inspection sheet #357if406, revision ¿k¿. The parts were released to the warehouse on july 12, 2010. There were no material review reports, nonconformance reports or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation was conducted. The tip of the screwdriver is worn, the handle has various marks and scratches, and the flexible shaft is bent. No residue was noted on the returned device. The returned devices show signs of routine use during their lifespans. The complaint condition has to do with a residue on the handles; but due to decontamination upon receipt of the complaint parts, there was no residue present on the devices. Thus the complaint condition is unconfirmed, and was most likely due to repeated sterilization cycles, with a lubricant additive present, over the life of the instruments. No drawing issues or discrepancies were noted. The design is adequate for its intended use when used and maintained as recommended and did not contribute to this complaint condition. No design deficiencies were discovered during the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgery was delayed and re-scheduled for 9/11/2014. Re-scheduling of surgery did not cause any adverse event to patient.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the instruments in a trochanteric fixation nail (tfn) set were found to have a clear oily residue deposited on the trays under the screwdriver handles. This was discovered prior to use when opening the sets for use in a procedure, no patient involvement as the surgery was re-scheduled. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.